Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke during impaction of the femur.

Manufacturer narrative:
It was reported that the femoral impactor broke during impaction of the femur.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessaryif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.